Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a rotatable snare was used during a colonoscopy with polypectomy procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to advance the snare from the sheath; however, it would not extend. Upon inspection of the device outside the patient, it was noted that the working length was detached at the handle causing the loop to not extend. The snare was discarded and another rotatable snare was used to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable snare was used during a colonoscopy with polypecomy procedure on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to advance the snare from the sheath; however it would not extend. Upon inspection of the device outside the patient it was noted that the working length was detached at the handle causing the loop to not extend. The snare was discarded and another rotatable snare was used to complete the procedure without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of sheath detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found that the flare was detached and a bend was found in the catheter. Functional evaluation of the device could not be performed due to the damage. The complaint was confirmed. Manipulation of the device during the procedure likely caused the bend found in the sheath, causing resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach, which would prevent extension of the loop. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.